Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/26/2017 with the following findings: the battery compartment was cracked from the threads to the left of the grip pad. This initial reporter: animas corporation. (B)(4) .

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 09/26/2017.